Event description:
The physician noticed that the device did not look right before he introduced the device through the gore introducer sheath. Although he noted a possible problem with the device, he continued to push the device through the sheath. The physician monitored the device during fluoroscopy and noted that as the device was advancing through the sheath, it appeared that the distal olive was loose. The undeployed device was removed through the sheath. It was noted that the distal olive was nearly detached from the catheter and the graft was loose and had moved. The deployment line seemed to be in place, but a loop was noted. Another device was implanted in the pt without an adverse event.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.